Manufacturer narrative:
(B)(4).the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are being filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to an impella procedure, the sutures of two proglide devices were placed in preclose technique in the left common femoral artery using a 6f sheath. The sheath was upsized to 8f for the impella procedure. After the procedure the knots of two successfully replaced proglide devices were advanced and thighed with no issue; however, the access site continued to bleed. A third proglide device was used, but hemostasis was not achieved. The sutures of the three proglide devices were removed and a 14f sheath was placed in the access site to stop the bleeding and a perforation of the artery occurred. Hemostasis was achieved with surgical intervention. There was a reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because key components and the suture were not returned, it could not be determined if the knot was successfully advanced to the puncture site to close the vessel. Therefore, the reported failure to close the vessel after successfully deploying the device could not be confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.